Event description:
Customer reported system is displaying intermittent communication errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the interconnect cable connectors. System operates as intended.